Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a phenom that was found damage during preparation and an axium coil that had non-detachment intra-operatively. The patient was undergoing surgery for treatment of an unruptured aneurysm. The access vessel was the femoral artery. It was noted the patient's vessel tortuosity was asked but unknown. It was reported that a stent catheter was used in conjunction with ped for the treatment of aneurysms. The operator reported that after opening the package and hydrating the device, a kink was found near the proximal end of the microcatheter when preparing for delivery. Due to concern that it might damage the ped stent during delivery, the device was reported and returned. The reported coil was used in conjunction with the ped stent for the treatment of aneurysms. The operator reported that when the coil was delivered into the aneurysm and an attempt was made to detach it, the coil could not be detached. Both the detachment device and manual detachment method were attempted but were unsuccessful, so the coil was reported and returned. The physician attempted to detach the coil with the instant detacher, "5 to 6 times or more." The physician did not try to detach with another instant detacher. A manual attempt at detachment via hypotube was made more than 3 times. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. Ancillary devices include a pipeline stent.